Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus with the pump and administered a manual injection for blood glucose (bg) level of 400mg/dl. Subsequently, the customer's bg decreased to 34mg/dl. Juice and glucose tablets were consumed to treat low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.